Event description:
The customer reported via phone call that she had a calibration error on the insulin pump. The customer stated that her sensor is giving her inaccurate readings. Customer's blood glucose was 250 mg/dl. The customer was advised that the sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.